Event description:
A customer reported a complaint of high readings on their freestyle flash blood glucose meter. As a consequence of the high readings the customer injected too much insulin and lost consciouness for 4 hours.